Event description:
The accounts engineer stated when operating the hi/low down function from the siderails the hi/low will stop running down and when he lets off the hi/low down switch the hi/low will run back up. The hi/low functions work properly from the footboard.

Manufacturer narrative:
The account isolated the issue to the testport circuit board. The account replaced the circuit board to repair the bed.